Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for device upgrade with right ventricular lead exhibiting loss of capture, and a decrease in r-wave amplitude. Lead insulation damage was suspected. The lead was capped and replaced during the procedure on (B)(6) 2021. The were no patient consequences.